Event description:
Nurse recognized that antibiotic infused quicker than it should have. Hung a bag of potassium immediately after that and closely watched the drip chamber. She noticed that the potassium infusion looked to be infusing significantly quicker than it should have been. Reviewed and examined pump. Fortunately for the patient, this was a backcheck valve failure. I was able to video the ivpb flowing into the primary ns bag: (B)(6). Also, the ns was beginning to show a yellowish discoloration which matched the ivpb of antibiotic so I suspect the previous ivpb also went into the primary container rather than the patient. Will report this to manufacturer and get shipping labels for the tubing. I put the pump back in service. FDA safety report ID # (B)(4).